Event description:
It was reported by service report that the head section was damaged and the pivot pin was missing along with the retaining ring. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bent release cross bar on the breakaway head section.